Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, 31mm epic plus mitral valve was implanted in the patient. The patient presented with high blood output during the first few hours postoperatively (980ml). The patient required urgent surgical intervention. The bleeding was identified as originating from a vein in the anterior mediastinal fat and was corrected with a hemoclip. During the reoperation, numerous clots were observed in the anterior mediastinal region. Surgical re-exploration revealed a small but constant blood flow in a vein in the anterior mediastinal fat region, which could explain the continuous bleeding during the early postoperative period. In addition, the patient presented with thrombocytopenia and hypofibrinogenemia after the surgery, which is an important factor in the persistent bleeding. Post operative, the patient had a complete atrioventricular block that does not reverse after 13 days and a permanent pacemaker was implanted on (B)(6) 2026. The patient was discharged on (B)(6) 2026 in good clinical condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.